Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the pacemaker (pm) reached elective replacement indicator (eri). It was suspected that there was an algorithm issue with the pm that caused a capture anomaly. The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. As received, the device output and telemetry communication were normal. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at the elective replacement indicator (eri) consistent with normal usage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.